Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. The root cause of the controller error was most likely due to degradation of the kbd ribbon cable, which was due to fluid ingress. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm, which was resolved by changing the console. No patient harm was reported.